Manufacturer narrative:
Additional info: a2 (date of birth), a3a, a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes, imf codes, device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced pain, infection, inflammation, adhesions, bleeding, seroma, blockage, recurrence, abdominal pain, abdominal deformity, and fluid build-up, mesh pulled away from superior right aspect of repair, mesh failure. Post-operative patient treatment included medication, revision surgery, removal of mesh, repair of hernia with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent ventral hernia. He had revision surgery 6 months post-surgery. The patient underwent recurrent ventral hernia repair with a mesh prosthesis. The patient underwent a revision surgery 1 year and 3 months post-surgery. The patient experienced abdominal pain, hernia reoccurrence, abdominal deformity and fluid build-up.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, abdominal deformity, and fluid build-up, mesh failure. Post-operative patient treatment included revision surgery, repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, abdominal deformity, and fluid build-up, mesh pulled away from superior right aspect of repair, mesh failure. Post-operative patient treatment included revision surgery, removal of mesh, repair of hernia with parietex mesh.